Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) rec'd her scs system, including an anchor, on (B)(6) 2010. It was reported that the anchor appeared to by very superficial resulting in discomfort to the pt. The physician plans to reposition the anchor. A procedure date is currently undetermined; no further info is available at this time.